Event description:
The customer reported that the system does not x-ray. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep repaired the interconnecting cable. The system operates as intended.